Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the pt's hyperglycemia. As no product lot number was reported, no qualification record review could be performed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and cautions "keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include several new, sealed pods; a vial of rapid-acting u-100 insulin; syringes for injecting insulin' and instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted". It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod".

Event description:
The customer reported that back in (B)(6), he was at a tennis tournament and felt ill. He tested his blood glucose and it was high. He drank water continuously and continued to test bg until he decided he needed to go home. His father took him to the military hospital in (B)(6). Upon arrival, his bg measured 560 mg/dl. He was treated with an IV and remained at the hospital for 7 to 8 hours before being released.